Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the navigation system was not connecting to the imaging system. The site was selecting the nav system in the navigation selection and was able to see it and select it, however on the nav system, after it was selected, the communication would stay red. The site re-booted the nav system, disconnected from the imaging system and was now able to connect without issue. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Additional information: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.